Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was a defective mynx vascular closure device, (vcd). The collagen got stuck in the black tube where it cracked, the collagen did not deploy. There was no reported injury to the patient. The deployer was trained in using the mynx device. The device was stored per the instructions for use (IFU). There were no anomalies noted prior to use. The device was prepped per the IFU with no difficulty noted. The storage of the device did not exceed 77 degrees f. The device was carefully removed from the packaging. While shuttling down, the device got stuck. Excessive force was not used while shuttling down. The advancer tube was engaged and visible. Unusual force was used when retracting the 5f 11cm non-cordis sheath. The vessel diameter was verified to be greater than 5mm. The angle of access was between 30-45 degrees. There was no presence of pvd/calcium in the vicinity of the puncture site. There was no scar tissue in the vicinity of the puncture site. The device will be returned for evaluation.